Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 584 mg/dl. Customer was wearing the device at time of hospitalization. Customer was unable to complete troubleshooting. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to flattened express bolus, esc, up and down button dome switch. No unlocked keypad connector. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.